Manufacturer narrative:
Additional information: d9, h3 plant investigation: there sample was returned to the manufacturer for physical evaluation. There was no damage or irregularities noted on the sample during the visual evaluation. During a laboratory leak test, no external was detected. The reported issue was not confirmed. Furthermore a cause for the reported issue could not be determined. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The user facility clinic manager (cm) reported to fresenius that a blood leak occurred during the patient¿s hemodialysis (hd) treatment. A crack was noted in the venous side of the fresenius dialyzer and the leak occurred at the venous connection to the bloodlines. Additional information was obtained during follow-up with a registered nurse (rn). The reported issue occurred approximately 10 minutes after treatment initiation. The issue was identified upon visual observation. No serious injury or required medical intervention resulted from the reported issue. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Treatment was restarted on the same machine and completed with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility clinic manager (cm) reported to fresenius that a blood leak occurred during the patient¿s hemodialysis (hd) treatment. A crack was noted in the venous side of the fresenius dialyzer and the leak occurred at the venous connection to the bloodlines. Additional information was obtained during follow-up with a registered nurse (rn). The reported issue occurred approximately 10 minutes after treatment initiation. The issue was identified upon visual observation. No serious injury or required medical intervention resulted from the reported issue. The patient¿s estimated blood loss (ebl) was approximately 200 ml. Treatment was restarted on the same machine and completed with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.